Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for mfg revealed no complaint related issues. Mfg visual eval noted on the returned sample, that the set screw that holds the rim in position was missing. The investigation found that the connector fell apart because the set screw was missing. However, a cause for this occurence could not be determined since the set screw was not sent back for investigation.

Event description:
According to the reporter, during an open reduction interbody fusion (orif) proximal femur procedure, the surgeon ran the drill backwards and it was discovered the set screw that holds the assembly had fallen out. The assembly was used to complete the procedure. The set screw was missing when the procedure began, no patient involvement.